Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a front panel led(light emitting diode) failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a defective display on the high flow insufflation unit's liquid crystal panel. The intended therapeutic procedure was completed using the same device, and there was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial report. The following information regarding the event date was inadvertently left off of the initial report: an exact event date is not known, however, it is estimated to have occurred around 6/1/23. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, defective display on the liquid crystal panel or accumulated flow occurred due to failure of led (light emitting diode) on the front panel. The cause of the faulty led could not be identified. Olympus will continue to monitor field performance for this device.